Event description:
It was reported that during a follow up, it was noted that the device did not sense two episodes of premature ventricular contractions (pvc) when viewing the electrogram (egm). It was explained that the pvc had a smaller amplitude than the programmed device sensitivity. Reprogramming and adjusting the sensitivity of the device were discussed. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).